Manufacturer narrative:
.

Event description:
The article lists info suggesting a male pt being treated for spasticity with an implantable infusion pump experienced a pump related infection 14 days post pump implant. The pt presented with fever, increased spasticity, seizure along with dehiscence, erythema and tenderness at pump surgery site. Add'l findings during device explant surgery included pocket hematoma. Other surgical procedures included a shunt tap. Journal reference: wunderlich, c. Et al. "Gram-negative meningitis and infections in individuals treated with intrathecal baclofen for spasticity: a retrospective study." Developmental medicine & child neurology. 2006; 48: 450-455.